Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the white inflation tibe was dropped off prior to patient use.

Manufacturer narrative:
(B)(4). Corrected data: catalog # corrected to 116201370. Lot # corrected to 15bt09.

Event description:
The customer alleges that the white inflation tube was dropped off prior to patient use.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number of the sample received (15bt09), and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the white side arm was detached. The side arm was examined under magnification and it was observed that some of the inflation tube was inside the air lumen. This could be caused by rough handling of the tube. Samples were selected from the current production at the manufacturing facility and an attempt was made to replicate the defect. Based on the simulation testing, it was determined that the detachment was most likely caused by improper handling by applying high force. In the current manufacturing procedure, 100% leak testing during the assembly process and a 100% visual inspection is performed at the packing area; therefore, any defects would be detected prior to release from the manufacturing facility. It is very likely that the detachment was caused by mishandling of the product by the user, although this could not be confirmed. The root cause is listed as unknown.

Event description:
The customer alleges that the white inflation tibe was dropped off prior to patient use.